Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that a patient underwent an initial total hip arthroplasty on an unknown date. Subsequently, the patient underwent a revision procedure on (B)(6) 2015 due to dislocation. During the procedure, upon final reduction of the hip, the new cement mantel failed at the cement/bone interface. The cement was competitor product. It was reported that the patient had massive bone loss. The stem was removed and a girdlestone procedure was performed.